Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within three weeks post implant, the patient experienced chest pain. It was also reported that the leadless im plantable pulse generator (ipg) exhibited a possible capture issue noted on presenting electrogram (egm). The leadless ipg remains in use. No further patient complications have been reported as a result of this event.